Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's fill estimate was incorrect. Reportedly, the customer had filled their cartridge with 300 units of insulin and the fill estimate was giving a reading of 180 units and was remaining static at that reading. The customer's blood glucose (bg) level was not impacted by this issue. Additionally, the customer received an occlusion alarm during bolus delivery. The customer's bg level was 280mg/dl and the customer was to change their supplies to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer loaded a new cartridge filled with humalog insulin and successfully resumed insulin delivery. The customer reported that the fill estimate with the new cartridge was correct.